Event description:
Per the clinic, the patient refused to wear the external sound processor, and the issue could not be resolved. The device was explanted (B)(6) 2012, and the patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed on july 31, 2013.